Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil part way into the microcatheter, the physician experienced resistance. Subsequently, the physician retracted the ruby coil and attempted to advance the ruby coil into the bowl of saline; however, the same issue occurred. Therefore, the ruby coil was not used for the remainder of the procedure. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds along the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, the embolization coil may start to take shape within the hub. If this occurs, resistance may be experienced during advancement, and damage such as offset toil winds may occur. During functional testing, the ruby coil was advanced through its introducer sheath with initial resistance while advancing the coil out of the distal tip and then again while advancing the proximal end of the embolization coil out of the introducer sheath. The ruby coil was unable to advance through the hub of a demonstration lantern due to the offset coil winds on the distal tip. Further evaluation of the device revealed that the pusher assembly had bends. This damage was incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.